Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump generated an occlusion alert during a mealtime insulin announcement, with 74% of the dose delivered, and the patient observed twisted infusion tubing; the occlusion recurred after a recent site change and resolved only after the patient replaced the infusion set and connector. Symptoms included hypoglycemia with a fingerstick blood glucose of 50 mg/dl. Outcomes included transient low glucose managed at home with two glucose tablets and no medical intervention or assistance. Investigation included phone-based troubleshooting, education on occlusions and mealtime dosing practices, and guided replacement of the infusion set and connector. Investigation of this case revealed that kinked or twisted infusion tubing was consistent with an infusion-line occlusion, which impeded insulin delivery and triggered the alarm, and the condition resolved following supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set/tubing obstruction consistent with user-manipulated or placement-related factors.